Event description:
A medtronic representative reported the site's tape is clogged with bone. This event occurred outside the surgical arena and no pt was present.

Manufacturer narrative:
No pt was present at time of event. Replacement part shipped (B)(4) 2012. RMA issued. Mechanical evaluation was performed, as reported, the tap is blocked with bony material.